Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant when the lead was hooked up to the device, there was no capture when programmed tip to coil or ring to coil. Tip to ring configuration did stimulate. It is believe that the patient may have had areas of ischemic tissue. The lead remains in use. No patient complications have been reported as a result of this event.